Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected carina ventilator triggered a technical alarm. The alarm occurred while the device was connected to the patient. According to the user, the defective carina was replaced immediately. No patient harm was reported.